Event description:
It was reported that the user received a libre 3+ pairing failed alert when attempting to pair the sensor with the ilet mobile app; the user was instructed to scan the sensor, after which the app displayed the sensor warmup period and no further assistance was needed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor connectivity and continuation of normal use. Investigation included remote troubleshooting and user education regarding sensor scanning and pairing workflow. Investigation of this case revealed that the pairing failure resolved after a manual sensor scan, consistent with an initial connection or setup issue rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device and device use process.